Manufacturer narrative:
The inratio2 pt/inr test strips 99008g1, lot# k382423 referenced is being reported under a separate medwatch report 2027969-2016-00208. Investigation is pending.

Event description:
On (B)(6) 2016, a physician's office in (B)(6) reported lot to lot variability on the inratio2 testing strips. Results are as follows: date: (B)(6) 2016, inratio2 inr strip lot# k382423:2.9 and 6.3, inratio2 inr strip lot # k384107: 7.3. The first two (2) attempts, to obtain an inr, on strip lot# k382423 resulted in error messages. Testing was performed consecutively. The therapeutic range was unknown. There was no reported adverse patient sequela and no additional information was able to be provided. (Note: this MDR filing is due to the device being the same or similar as a device available in the united states.)

Manufacturer narrative:
Investigation/conclusion: the customer's complaint was not confirmed during in-house testing. In-house testing on strip lots k382423 and k384107 met release criteria and no lot to lot bias was observed. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required.